Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4) implanted: (B)(6) 2019, product type catheter product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: 2019-10-28 product type catheter. The previously reported device code c53269 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the manufacturer representative (rep). It clarified that the catheter had migrated. The physician did not disclose the cause of the dislodgement. The catheter was revised and attached with a revision ascenda kit. Drug was aspirated from total catheter and dye study was performed to ensure patency. The pump segment was not revised, no issues. The issue has been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter, ubd: 13-dec-2020, UDI#: (B)(4). Product ID: 8781, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter, ubd: 24-apr-2021, UDI#: (B)(4). (B)(4). Product ID: 8784, lot#/serial# : (B)(4), (B)(4). Product ID: 8781, lot/serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid, along with another unknown drug, via an implantable for spinal pain. The patient reported the "catheter pulled out of my spine." A replacement surgery was scheduled for (B)(6) 2019. The patient reported the catheter problem started "almost a month ago," relative to (B)(6) 2019. The patient was redirected to follow-up with their healthcare provider (hcp). No symptoms were reported. Additional information was received the manufacturing representative (rep) on (B)(6) 2019. It was reported the spinal segment of the catheter was revised on (B)(6) 2019. The pump was also replaced at this time. A catheter dye study was done to confirm catheter patency. It was noted the new pump was delivering sterile water. No further complications were reported or anticipated.